Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified error message on her adc meter. The customer subsequently fell and lost consciousness and was provided unspecified medical treatment by emergency services. The customer declined to provide additional information regarding medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. Dhrs (device history review) for freestyle freedom lite were reviewed and the dhrs showed the freestyle freedom lite passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an unspecified error message on her adc meter. The customer subsequently fell and lost consciousness and was provided unspecified medical treatment by emergency services. The customer declined to provide additional information regarding medical treatment. There was no report of death or permanent injury associated with this event.